Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient's infusion set tubing came apart. The pump was dropped with the set connected to patient's body. No further information available.